Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer multi-fenestrated septaloccl cribriform were reported in a research article in a subject population with multiple co-morbidities including smoking, hypertension, dyslipidemia, and diabetes. Complications reported included stroke, headache (migraine), atrial fibrillation, residual shunt; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: long-term outcomes following patent foramen ovale device closure: a single-center experience.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: long-term outcomes following patent foramen ovale device closure: a single-center experience.

Event description:
The article, "long-term outcomes following patent foramen ovale device closure: a single-center experience", was reviewed. The article presented retrospective, single center study to report long-term outcome after patent foramen ovale (pfo) closure for patients with stroke, transient ischemic attack (tia), and refractory migraine. Devices included in the study were amplatzer pfo occluder, amplatzer cribriform, occlutech figulla flex ii pfo, and cera lifetech pfo. The article concluded percutaneous pfo closure is a safe and effective long-term intervention for preventing recurrent cerebrovascular events and significantly improves migraine symptoms. [(B)(6)]. The time frame of the study was from march 2001 to august 2024. A total of 432 patients were included in the study, of which 291 (67.28%) received an abbott device. The average age was 29.5 years and the average gender was female. Comorbidities included smoking, hypertension, dyslipidemia, and diabetes.